Event description:
It was reported that the ventricular device jumped while it was being fixated during initial implant. At this point, the helix became stretched after interacting with a heart structure. The device was removed, and a new device was implanted to resolve the event. The patient was in stable condition.